Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the patient side cart (psc) was running on battery. The customer verified that the psc circuit breaker was on and that the power cord was plugged in. The customer reported a 252 error, indicating a possible communication timeout due to power-related issues. The technical support engineer (tse) recommended power cycling. Once completed, the system powered up with the psc running on battery message again. The customer removed and reseated instruments. The customer verified the power outlet was working by using another device. The customer hard power cycled the psc, but the issue did not resolve. The tse recommended another psc hard power cycle, but the surgeon elected to convert to open surgery. The site converted to open surgery and continued the procedure with no further complications. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error 417, switch to battery during use. The fse replaced both power supply switchers to resolve the reported issue. The system was tested and verified as ready for use. Isi received both power supply switcher units involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. When reviewing the remote error log, there are several errors 417 with p1 value of 0x5 which means psc 48v power supply 1/2 faulted and is inhibited until restart, and 0x7 which means psc 48v power supply 1/2 failed power up test due to bad connection or defect. When installing unit into a system, the unit failed with an error 417. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to the system switching to battery during use and the staff being unable to resolve the error message. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.